Event description:
Spontaneous call, pump (B)(4) repeated no disposable clamp tubing error. Pt switched to backup pump. Did the reported product fault occur while in use? Yes; did the product issue cause or contribute to pt or clinical injury? No. Pump return box sent. Did we (MFR) replaced the device. They switched to their backup pump. Reported to (B)(4) by pt/caregiver.